Manufacturer narrative:
The reported event of high impedances was not confirmed. The lead was returned complete and in good condition. The lead was functionally tested and passed all testing.

Event description:
It was noted that, during an implant procedure, the patient's previously implanted lead was exhibiting high impedances. As a result, the physician elected to explant and replace the lead. Surgical intervention resolved the issue.